Manufacturer narrative:
Age/date of birth (months): ages are 21-90. Sex/gender: male and female. Weight & ethnicity: information unknown, not provided. Date of event: exact dates not provided, article acceptance date is may 13, 2020. Model number: unknown, information not provided. Catalog number: a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: not applicable, as lens was not explanted. Device manufacture date: unknown device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. Citation: yang, j.j., qin,y.z., qin, l., and li, j.m. (2020). Comparison of the clinical efficacy of acrysof iq and tecnis toric intraocular lenses: a real-world study. Experimental and therapeutic medicine. 20(25): pp 1-9. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: comparison of the clinical efficacy of acrysof r iq and tecnis r toric intraocular lenses: a real-world study. A retrospective cohort study was done to compare the clinical efficacy of acrysof iq with tecnis toric iol implantation, and to provide a clinical basis on selecting an appropriate toric iol before cataract surgery for patients with corneal astigmatism. A total of 44 eyes of 30 patients with cataract and corneal astigmatism underwent phacoemulsification with toric iol implantation. The patients were divided into two groups: acrysof iq toric iol sn6at3-t7 group (n=26 eyes; alcon) and the tecnis toric iol zct225-400 group (n=18 eyes; johnson & johnson vision). The misalignment was within ±5° in 32 of 44 eyes and within ±10° in 41 of 44 eyes; however, it is not clear how many eyes implanted with tecnis developed a misalignment of ±5° and ±10°. One (n=1 eye) tecnis toric iol misalignment was found to have rotated by -18.0° at 1 week after the operation but repositioning was not performed because the patient expressed good satisfaction and refused reoperation.

Manufacturer narrative:
Corrected data: section h6: as part of an internal review of our mdrs it was identified that the clinical code 4582 provided on the initial report submitted needs to be corrected. The correct health effect - clinical codes would be (2140) glare and (2138) unexpected post-op refraction. Tis report is submitted to correct these. Fields below updated: h6: health effect-clinical code: 2140 (to capture glare, persistent) and 2138 (to capture unexpected post-op refraction). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.